Event description:
Additional information was received from the manufacturer representative reporting that an x-ray confirmed that the lead was completely on the left side. A revision was scheduled for (B)(6) 2016. The dizziness was deemed to be due to excessive narcotic ingestion to deal with post-operative pain. This was treated in the emergency room; the patient was released the same day.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2016.

Event description:
The patient implanted for chronic low back pain and spinal pain reported via the manufacturer representative (rep) that she had predominantly left-sided coverage. Only electrode 15 gave some right-sided coverage but stimulation stayed strong on the left. The right side was the predominate area of pain. Stimulation was left off at the end of the session and the patient complained of dizziness like she was going to pass out when she was getting ready to leave. This was not related to stimulation as stimulation was off, but the patient was sent to the emergency room. An x-ray was hopefully going to be ordered prior to their post-operation visit on (B)(6) 2016. The issue was not resolved at the time of the report. The patient was alive with no injury, no surgical intervention had occurred, and it was unknown if any had been planned.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.